Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had occlusion error during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of occlusion error was not reproduced. Evaluation performed upstream and downstream occlusion detection test and the device passed. A review of the event history log (ehl) revealed occurrences of "upstream occlusion!" And "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor is out of specification. The force sensor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.